Event description:
Asr revision; asr xl - left; reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; asr xl - left. Reason(s) for revision: pain. Bi-lateral - please see (B)(4) for right side revision. No lot number provided for head. Update received 5th july 2014. Query response information received 10th july. Lot number added to femoral head. Surgery date amended. Product (B)(4) was inserted in error and has not been transferred onto the com system. Correct code is (B)(4)and belongs to the femoral head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: pain. Bi-lateral - please see (B)(4) for right side revision. No lot number provided for head. Update received 5th july 2014. Query response information received 10th july. Lot number added to femoral head. Surgery date amended. Product 960043 / 2989529 (see dint) was inserted in error and has not been transferred onto the com system. Correct code is 2969529 and belongs to the femoral head.